Event description:
It was reported that a home patient connected to the homechoice cassette prior to properly priming the device. The nurse indicated that after connecting the patient and pressing go, the device returned to self testing phase of peritoneal dialysis therapy. A technical service representative assisted the nurse with ending therapy and instructed the nurse to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient connected to a homechoice cassette during the priming phase of peritoneal dialysis. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.